Manufacturer narrative:
Title: influence of primary intimal tear location in type b aortic dissection as a factor portending retrograde type a aortic dissection after endovascular repair. Authors: adel mohammed amer al-kalei,<(>,<)> ziheng wu and hongkun zhang j vasc interv radiol 2018; 29:833¿840 doi: doi.org/10.1016/j.jvir.2018.02.025. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment fof a type b aortic dissection. It was reported approximately 31 days post the index procedure the patient presented with a retrograde type a aortic dissection (rtaad) and the patient expired. The cause of the event is undetermined. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.